Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this boston scientific clinical specialist, that this device and electrode system, implanted in mid-(B)(6) 2016, triggered an alert in mid-(B)(6) 2016 for high impedance. The device and electrode were explanted in late-(B)(6) 2016. The reason for explant was attributed to heart transplantation. The device and electrode were not returned to boston scientific.